Manufacturer narrative:
0.

Event description:
Epipen failed to deploy epinephrine/it had defected and failed to inject. Epinephrine/epinephrine did not work properly [device failure] . No adverse event [no adverse event] . Case narrative: this spontaneous report concerns of event of device failure and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 09-aug-2023, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated from 08-aug-2023 with epinephrine auto-injector (ndc: 0115-1594-30, lot no: g230204x, expiry date: aug-2024) (dose and frequency not reported) for allergic reaction. Concurrent conditions included allergic reaction. Allergies included sesame and tree nut. Concomitant medications, medical history, history of procedures, smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests included blood pressure measurement, body temperature, pulse rate, oxygen saturation and respiratory rate. It was reported that, patient has been prescribed epi-pen injections since child and have had minimal issues with the name brand. 08-aug-2023, patient was having an allergic reaction to a tree nut product and needed to use epinephrine. When patient used the injector, the epipen failed to deploy epinephrine. Patient followed all the directions carefully and have experience working in healthcare as well as doing epinephrine injection. Luckily, patient was close to the ER (emergency room) so was able to seek all care there. Patient had the pharmacy and medical staff look at the epinephrine injection as patient was not sure if it had worked. After examined it concluded that the device had not worked properly, and no epinephrine was administered. In the past patient had used one of amneal¿s epi-pens and did not think it worked. The patient¿s blood pressure measurement was 131/85, body temperature was 97.6 f, pulse rate was 97, oxygen saturation was 96 and respiratory rate was 15. Patient was treated with sodium chloride 0.9%, diphenhydramine (benadryl), methylprednisolone sodium succinate and sodium chloride (pf) for allergic reaction. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with respect to twinject (epinephrine). This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 23-aug-2023. New information received includes qa investigation report, attached with this case. On 09 aug 2023, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230204x, epipen failed to deploy epinephrine and device had not worked properly. The investigation complaint sub-type based on the complaint information was determined to be for defective injector. The cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during the assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g230204x for the past 24 months. There have been 34 other, similar complaints reported in the complaint category defective injector in the past 24 months. None of the 34 similar complaints were attributable to the manufacturing process. Based on the retain review and testing, the reported complaint was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned. A photo was provided by the patient. The photo was of a 0.3mg epinephrine auto-injector, lot g230204x exp aug 2024. The device was uncased and inside a specimen bag. The device was in a fired state as the needle was protruding from the red nose cap and the firing spring was not positioned on the firing bushing. The sheath remover and safety cap were not captured in the photo. The sheath was positioned on the device over the needle and a piece of tape was covering the sheath and part of the red nose cap. Based on the photo provide it can be concluded that the device had been fired, however the reported complaint could not be confirmed in the photos provided. A root cause related to the reported defective injector could not be determined from the photo provided. Due to lack of details regarding this complaint and since a complaint sample was not returned, a root cause of user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g230404 for the complaint category-defective injector, for the reported complaint determined the manufacturing or assembly did not contribute to the reported complaint. Based on the retain review and testing, reported complaint was not confirmed as the retain conformed. The investigation concluded that the lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with respect to twinject (epinephrine). This case was considered as serious. The reportability of this case was expedited. Follow-up (#2) information was received on 09-may-2024: follow-up information was received from the patient via an email through the regulatory authority us food and drug administration (aer: 22810543). Additional information included primary reporter address, additional reporter, concurrent conditions, concomitant medication, suspect product indication, start date and expiry date, and onset date of event device failure was updated. The patient was being treated from 07-aug-2023 with epinephrine auto-injector (ndc: 0115-1594-30, lot no: g230204x, expiry date: 31-aug-2024) (dose and frequency not reported) for hives and swelling around face. Concurrent conditions included hives and swelling around face. Concomitant medication included chapstick for an unknown indication. It was reported that, the patient had a severe tree nut allergy, and on 07-aug-2023 used a chapstick that had macadamia nut oil. The patient started to develop hives and swelling around the face, and after it began to spread into mouth, the patient decided to use epinephrine injection and go to the emergency room (ER). The patient followed all the steps cautiously and have injected itself many times in the past due to allergic reactions. It did not feel like the device deployed epinephrine. They concluded that it had defected and failed to inject epinephrine, and bagged up the epipen so further investigation could be done. The patient was grateful that it was for a reaction that the patient had not actually eaten anything as might not have made it to the ER. The patient had a copy of ER visit summary which states that the epinephrine did not work properly. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter did not provide the causality of device failure and no adverse event with respect to twinject (epinephrine). This case was considered as serious. The reportability of this case was expedited.